Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two percutaneous leads on (B)(6) 2006 for bilateral leg pain. It was reported that he lost stimulation. Surgical intervention was undertaken to rectify this matter. Intraoperative testing revealed that one of the leads exhibited invalid impedance measurements. The lead in question was replaced and effective stimulation was recaptured for the pt. F/u on the pt found no further issues reported. The explanted device was discarded by the medical facility.